Manufacturer narrative:
97755-s, sn: (B)(6). Returned for product analysis. Analysis found no anomalies were visually observed. Found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the troubleshooting steps were performed as the paddle was not working right.

Event description:
Information received from patient's representative regarding external device. The reason of the call was caller stated that they were having a problem with the battery of the controller as it ran down within the day and needing to charge every night. Caller also mentioned that sometimes it wouldn't connect at all and when they are trying to connect to charge the implant the controller screen goes blank and they are needing to take the battery out and put it back in - in order to work. Caller also added that the patient is feeling a burning sensation on their nerve. Agent tried to do troubleshooting with the caller but caller mentioned that the patient is not with them and will be calling us back tomorrow to do troubleshooting. Caller mentioned that hey have an appointment to their hcp tomorrow and with their medtronic rep on monday. Patient representative (patient rep) called back and repeated previously documented information. Patient rep mentioned they called back with the patient to troubleshoot. Patient rep unlocked the controller; controller showed 90% and implant 90%. Agent instructed patient rep to start a charge session; controller showed poor recharge quality then implant was recharging with excellent quality. Agent asked, patient rep mentioned the controller goes black and they get the message battery is low which happens quite often. Patient rep mentioned the patient charges their implant every day. Patient rep mentioned the patient charges their implant every day and agent reviewed with patient rep implant battery was dependent on the therapy settings and usage. Patient rep noted the patient mentioned the recharger does not get hot but it will get pretty warm to touch. Towards the end of the call, controller showed 80% and implant 100% recharging with excellent quality. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.